Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, no audio output was reported. The patient's father stated his wife woke up and noticed the cgm (they are followers) was displaying 67 mg/dl and stated they or the patient did not get an alert. She went to check on the patient, and when she tried to wake him, he started seizing. She provided the patient with glucagon and her daughter called 911. When the paramedics arrived, the cgm started to alert displaying a value in the 40's. The paramedics waited for the glucagon to work as the patient came to. Later, the patient started to get nauseous from the event and could not keep anything down and went to the hospital where they provided the patient with zofran and put him on diabetic intravenous (IV) therapy. At the time of contact, the patient was doing good. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.